Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the minor seal plate and knife damage. Functional testing found that the product analysis found the device's jaw opening and closing mechanism was functioning properly. The damage to the seal plate(s) is consistent with the user inadvertently closing the jaws on a hard/metallic object. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with mediocre results. A closer look revealed minor damage to the knife blade, resulting in the poor cut. The jaw gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. Tissue sticking was not observed. Damage observed on the seal plates was minor enough to not disrupt the sealing cycle. No electrical or wiring issues were found. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that the jaws was difficult to open and the device stopped working. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of seal plate and knife were damaged. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that just before the end of a total laparoscopic hysterectomy procedure, the jaws of the device could not be opened while attached to the vaginal wall tissue when the uterus was fully cut. It was also noted that when it was wiped or tried to open the jaw with the hand, it opened. It felt like tissue was stuck to it. It was frequently cleaned, sometimes the surgeon did not return it to the scrub nurse but put it on the bedside. Knife blade was not extended nor protruded beyond the edge of the jaws. The device was connected to an ft10 generator with software version 4.0. A new ligasure device was used successfully with the same generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.